Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated to 400 (mg/dl). The cause of the elevated bg level was unknown. The customer changed the infusion set, tubing and cartridge and delivered a corrective bolus to address bg level. Reportedly, the customer's bg level resolved after changing all supplies. A recommendation was made for the customer to discuss elevated bg levels with a healthcare provider.